Event description:
Patient required blood cultures. Steripath device used for draw, when attaching the bottle, the needle in the device bent, rendering it unusable. Patient had to be stuck again. Another device was used, same thing occurred, the needle bent. This required 3 sticks for the patient to have 1 set of cultures. 1 other rn also reported this same issue earlier during the shift.